Event description:
A pulmonary arterial hypertension pt who had been on flolan therapy expired. Their spouse contacted rptr to inform them that pt had passd away. They reported that when they came home, they found their spouse in their recliner chair, unable to speak. They noticed that their cadd legacy-1 pump was shut off, so they asked their spouse how long their pump had been off. They could not speak, but "held up 9 fingers." They immediately called the paramedics and also contacted pt's physician. The pump was re-started and the flolan infusion resumed, however the paramedics had to administer life-support, according to the report. Pt was transported to medical center where they later expired. Pt's spouse did not know the pt had experienced a pump malfunction or if they had shut the pump off themselves, which was not an unlikely possibility since pt "knew it was the end." They wanted the co to be aware of this, not to lay blame, but so that co would not send the pump out to another pt just in case it was a problem with the pump. An autopsy is pending to determine cause of death, and the pt's pumps are being returned to rptr for examination/testing.